Event description:
This lead was implanted on (B)(6) 2007 and is still in active use. This lead was part of the old system which was explanted due to pocket erosion and premature battery depletion. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).